Event description:
It has been reported to philips that the allura system did not boot up successfully, it got stuck at 00:00. The system was not in clinical use. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Troubleshooting actions showed communication was not possible with the flexvision pc. The fse replaced the flexvision pc, reinstalled the os and returned the system to use in good working order.